Event description:
(B)(6). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). This case is associated to case (B)(4) by reporter. This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy in (B)(6) 2009. It was reconstituted with 6 ml of sterile water + lidocaine (amount nos). One vial was injected to unspecified locations, batch number (B)(4). Relevant medical history and concomitant medication info were not mentioned. After the pt received poly-l-lactic acid therapy, the pt experienced an important inflammatory reaction, edema, and rubefaction. Corrective treatment included ibuprofen (neobrufen) and cloxacillin (orbenin). The event remain ongoing. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality assessment: probable.